Event description:
It was reported that stent dislodgement and vessel dissection occurred. The 70% stenosed eccentric target lesion was located in the saphenous vein graft to obtuse marginal branch. A 5 mm non-bsc distal embolic protection device was placed in the graft. It was deployed successfully. A 4.00x16mm promus element plus stent was advanced to the lesion. The physician removed the sds. Upon removal from the guide catheter the stent came out with it and the stent came off the balloon. No resistance was felt. It was suspected that vessel dissection was involved. The device was completely removed from the patient and the procedure was completed with another of the same device. No further complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented with shortness of breath and was found to have possible pneumonia versus non-st elevation mi. Cardiac catheterization was performed. Vascular access was obtained via the right radial artery. A non-bsc guide catheter was advanced in the ostium of the left main artery. Angiogram of the left circumflex coronary artery was obtained to identify the v/q artery which was separate from the artery that was supplied by the graft. The guide catheter was advanced in the ostium of the svg graft to the om branch. A non bsc balloon was introduced within the stent. The stent was advanced; however the device was unable to cross the lesion. Another non bsc wire was introduced to the stent but the stent was still unable to cross the lesion. The balloon was pulled back along with the stent. As the guide catheter was used, the physician found out that balloon came out while the stent was still on the wire. The balloon was then removed. The stent was on a non-bsc embolic protection device and the whole system was pulled through the sheath. As the physician was pulling it out, resistance was met and could not pull it through the sheath. The stent and the non-bsc embolic protection device was placed into the aorta. Access was obtained from the right common femoral artery with a 8 fr unspecified sheath. The stent was retrieved successfully using a 7mm goose neck snare. The stent and the non-bsc balloon catheter were retrieved. An unspecified filter wire was placed into the distal graft and had gone through a side of the graft. It appeared that the midportion of the filter wire was outside the vessel. The physician removed the filter wire. A non-bsc guide wire was placed into the true lumen and finally into the distal graft. A 4.0x 16mm promus drug-eluting stent was placed in the mid portion of the graft. The balloon was inflated up to 10 atms and the stent was then deployed. Final angiograms showed satisfactory results. The catheters and the sheaths were removed and hemostasis was achieved to the wrist using the radial band in the groin using a non-bsc closure device, followed by a manual pressure and using 40mg protamine. The patient tolerated the procedure well. Post procedure, there is 0% stenosis in the svg graft to the om. There is no dissection or perforation. There is timi grade 3 flow.